Event description:
It was reported that during intra-op, the tube was placed correctly initially, but it was getting horrible interference towards the middle of the case. The tubes slip very easily and any time has to push anywhere near the patients trachea to reach posteriorly. The tube was deflated and re-inserted. The surgery was delayed by 60 minutes. The procedure was completed with the reported product. The first time re-inserted the tube, the issue seemed to resolve but then happened again. After reinserted the second time, it was better but still very noisy. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.